Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, immediate implantation. Implant was placed, primary stability achieved, 2 weeks follow up implant was loose und turned. Bone resorption, mobility.